Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733808, software version #: version: (B)(4). A medtronic representative visited the site to evaluate the equipment. No failures were found. (B)(4). Software analysis was performed. It was determined that this is a known software issue. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that whenever the site tried to open dicom q/r, they would see a black screen that says "loading" for approximately 5 minutes and then see "failure in sr manager" stating that it was unrecoverable to which the system would reboot. Troubleshooting was performed. Technical services recommended site tried to access the ent software and was able to with no issues. Then exited and tried to enter dicom q/r with no resolve. No patient present. It was reported that the issue was cause by corrupted dicom software. The issue has been resolved